Event description:
According to the reporter, during laparoscopic inguinal hernia repair procedure, the device's dissection balloon was unable to insufflate under visualization. Another device was used to complete the procedure. The patient outcome is unknown.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the circular seal for the dissector balloon was cut. The inflation syringe and insufflation bulb were received. The lock collar, trocar balloon and dissector balloon appeared intact. Pmv performed functional testing; the hole was covered, and the dissector balloon was inflated, no leaks detected. The trocar balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.